Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. In (B)(6) 2023 the user was in a car accident and suffered a head trauma to the contralateral side. The user stopped using the device in (B)(6) 2022 after the audio processor (ap) was damaged and just now got a new ap. The clinical account manager will follow up with the clinic.